Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Also found cannula bent however unable to confirm if customer received sensor in said condition due to sensor returned as opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings during several occasions. At one time, her sensor glucose reading was 150 and blood glucose reading was 381 mg/dl. The blood glucose levels went as high as 507 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. At the time of the event, the customer stated, she had only been wearing the set for two days and usually wears her set for four days. She was advised to change out the set every three days. The customer ate a muffin because she thought that she gave too much insulin, which resulted in her high blood glucose levels. After taking a walk, her blood glucose levels dropped down to 475 mg/dl. She gave a half of a unit and noticed that the insulin did not exit because the cannula was bent. The customer stated that it was resolved by a set change. No additional information was provided.